Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored both an untreated episode and an inappropriate shock due to the presence of noise. The noise was easily able to be reproduced during in clinic testing. X-ray confirms the system was in an optimal position. Device data was sent to technical services (ts) for review. Data analysis confirmed the device was also exhibited premature battery depletion consistent with increased power consumption. This system is scheduled to be explanted and replaced at a future date. Currently, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored both an untreated episode and an inappropriate shock due to the presence of noise. The noise was easily able to be reproduced during in clinic testing. X-ray confirms the system was in an optimal position. Device data was sent to technical services (ts) for review. Data analysis confirmed the device was also exhibited premature battery depletion consistent with increased power consumption. Additional information was received confirming that this system was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This device was subjected to and passed all returned product testing with the exception of the compromised low voltage capacitor mentioned above.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored both an untreated episode and an inappropriate shock due to the presence of noise. The noise was easily able to be reproduced during in clinic testing. X-ray confirms the system was in an optimal position. Device data was sent to technical services (ts) for review. Data analysis confirmed the device was also exhibited premature battery depletion consistent with increased power consumption. Additional information was received confirming that this system was explanted and expected to be returned for analysis. No additional adverse patient effects were reported.